Event description:
Customer called to report the insulin pump had a cracked reservoir window. Blood glucose reading was 54 mg/dl. Customer stated that her blood glucose tends to go low when she treats with manual injection. Customer had drank some juice to bring her blood glucose up. The customer also mentioned pieces having broken off at the top of the insulin pump and scratching her abdomen. Customer unsure how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked display window corners, broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube, broken belt clip slot, minor scratched display window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).